Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a interventional procedure for a chronic total occlusion (cto) using a 6f sheath. Reportedly, there was no blood flow coming from the marker lumen when the device was positioned in the vessel. This occurred with two prostyle devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, returned device analysis noted one of the returned devices was returned unused. Follow up with the account confirmed that they tried flushing the distal port and did not see any flow out of the prostyle lumen; therefore, they decided not to use it there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty flushing the device was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- health effect - impact code: removed code 4641 h6- medical device problem code: removed code 2423.